Event description:
Patient came for his regular hemodialysis treatment, alert, oriented x 3, wheelchair bound. Initiated hemodialysis treatment as ordered. Blood pressure noted to be borderline low 94/65 mmhg upon treatment initiation, was placed on every 15 minutes bp check. Approximately 07:25, an hour and 30 minutes into the patient's treatment, he complained of not feeling too well. His technician called for the charge nurse, patient's bp dropped to 80/46 mmhg, ultrafiltration was already turned off at 06:56, blood pressure rechecked after 1 minute but it was still low 69/45 mmhg, ns was administered, he had an ongoing o2 via nasal cannula. Patient was losing consciousness, verbal and finger pressure stimuli applied, pt was unresponsive, was placed on trendelenburg position. CPR was initiated, o2 was increased to 15 l/min maximum, privacy screen placed, crash cart at chairside, blood was returned. Ems was called, 5 minutes later, transition of care was taken by ems. Patient was transported from the facility via ambulance on a stretcher with o2 via nasal cannula, still unresponsive. CPR was continued. Dr. (B)(6) notified.